Event description:
New information received noted high capture threshold was noted on the lv lead. Fluoroscopy was performed, and dislodgement was confirmed.

Event description:
It was reported that dislodgement due to ratchet syndrome was noted on the left ventricular (lv) lead. The physician elected to explant the lv lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted loss of capture on the left ventricular lead.